Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient¿s healthcare provider (hcp) admitted the patient to the hospital for hcp to titrate the patient down off the morphine. The patient was told she would be on a withdrawal, but the patient clarified she didn¿t have symptoms. The patient stated her pump wasn¿t working anymore, but wasn¿t sure how it was disconnected. The pump was left in the body and wasn¿t removed; the pump wasn¿t giving her any issues being in her body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.